Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: samples were received for evaluation. The analysis results of the ap402 cartridge found that it was received empty and several clip pieces were received inside of a plastic jar. Due to that the clips are absorbable, the clips have begun with the process of degradation. No damage on the cartridge was noted as both the cover and base were observed properly attached. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the clips received, cause could not be determined as the reload was received empty and the time of exposure that the clips have in the environment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a resection of gastric cancer surgery on (B)(6) 2019 and ligation clips were used, the clips could not close and fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.